Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00831. It was reported that the patient experienced an infection at their trial lead site. As a result, the patient's lead were explanted and the patient was prescribed antibiotics. Patient will follow up with their physician.

Event description:
Device 1 of 2; reference MFR report: 3006705815-2017-00831. Follow up revealed that the reported issue of infection was resolved with antibiotics.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00831.